Manufacturer narrative:
The insulin pump was received with button error alarms due to corroded keypad traces. The device had cracked case at display window corner, minor scratches on the lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 100 mg/dl. Customer stated he was trying to give a bolus and then noticed the numbers had cycled. He changed the battery. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.